Event description:
The pt underwent a recto-sigmoid resection. End to end anastomosis was created with the car device 5-6 cm from the anal verge. On pod 1, the pt passed mucous/blood. The pt returned to hosp with panic attack at 2-3 weeks. A CT scan revealed 5 cm abscess collection in the pelvis which couldn't be drained. Flex sigmoid colonoscopy at 3 weeks showed that the ring had passed.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B)(4)) and the importer ((B)(4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released according to the product specifications. The device was not available for evaluation and therefore, no conclusions could be drawn from the limited available info. Although the abscess could not be correlated to a leak, it should be noted that anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.